Manufacturer narrative:
Concomitant product: baxter, 250ml infusion bag 0.9% sodium chloride injection usp lot c989806 exp mar17; therapy date unk. Z number pending FDA approval. The customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Event description:
The customer reported spin collar breakage while in use with a patient. There is no report of patient harm and no additional event information is available.